Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer and difficulty breathing while using the device. Patient also alleged particles in the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cancer and difficulty breathing while using the device. Patient also alleged particles in the device. The device was returned to the manufacturer's quality product investigation laboratory (pil) for investigation. The manufacturer visually inspected the device. External examination of the device found customers humidifier heater plate did heat and high pitch blower whine observed. Secondary findings included a high pitch blower whine, dust-like contamination at the air inlet, on the pca (printed circuit assembly) had dust-like contamination all over the top of it., in the blower box and throughout the inside enclosure, tan dust-like contamination at the air-inlet and the inside bottom of the blower box, dust-like contamination on top of the blower motor, air inlet seal had yellowed and had dust-like contamination on it, ui knob missing, cosmetic spots on lcd display and missing flip lid assembly, tan and brown dust-like contamination, throughout humidifier enclosure, unknown white and tan dust-like contamination on and under the heater plate, unknown white dust-like contamination on the dry box seals, unknown white dust-like contamination inside water tank, plastic broken at screws in front of enclosure, the contamination found in the humidifier enclosure is considered not to be in the airpath, the contamination was most likely external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 7 error codes. The manufacturer applied power to the device and verified airflow. Pil confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam. They confirmed complaint of device is noisy but unable to address the symptoms specified; there was evidence of sound abatement foam degradation.